Event description:
The patient reported that when patient turned in her sleep today, the v-go came off of the front of her arm. The patient stated that this v-go was worn for about 2 hours andpatient awoke to pain as the v-go was coming off of her skin.